Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a dexcom cgm value approximately 30 mg/dl higher than a contemporaneous fingerstick, and the agent guided calibration of the ilet using a fingerstick value of 251 mg/dl, after which the ilet displayed 271 mg/dl; the agent also explained that dexcom variance can be up to 23 percent. Symptoms included hyperglycemia without loss of consciousness, dizziness, dka, or other acute effects, and ketone testing was negative. Outcomes included elevated glucose outside target for approximately three hours without use of backup therapy, without medical intervention, and without hospitalization. Investigation included customer service troubleshooting and education, including calibration steps and discussion of expected cgm variance. Investigation of this case revealed no device alarms and no confirmed device malfunction; the issue involved cgm-to-fingerstick discrepancy with post-calibration variance within described sensor performance characteristics. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.